Event description:
Related to (B)(4) hospital reported vasoview hemopro 2 insufflation on device cannula was not working.

Manufacturer narrative:
(B)(6). Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Internal trackwise ID# (B)(4). The lot # 3000306609 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The overall 24 month product complaint trend data for the period mar 2022 through feb 2024 was reviewed. There was a trigger identified for the review period. The trigger was addressed under a CAPA request and closed to no corrective and preventive action (CAPA).